Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse indicated that solenoid valves 13 and 15 (lv13 and lv15) were not operational. The valves were replaced to resolve the drain issues. The repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported receiving "vacuum chamber did not drain" errors on a coulter act diff analyzer during instrument startup, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.